Event description:
We received information related to a (B)(6) study in europe in which revision surgeries have taken place. There is no information available at the moment. Additional information has been requested.